Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned.

Event description:
Allegedly, a morcellator was used when the patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2012, and she was later diagnosed with pelvic adhesions caused by remains from prior uterine artery embolization procedures, and also with the presence of foreign bodies attributable to the prior uterine artery embolization procedures that were disseminated throughout her peritoneal cavity.